Event description:
After 3 years of cochlear implant use, this pt developed a skin flap infection. The device was explanted for this reason in 2005. Reimplantation has not been decided upon at this time.